Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high. The blood glucose reading went up to 550 mg/dl. The customer treated with manual injection and moved the insertion site. The drive support cap appeared normal and recessed. The customer declined to check for leaks or air bubbles. The insertion site was not sore or irritated. The date and time were correct and the customer was advised to follow up with a health care professional regarding the settings, as she was unsure of the correct settings. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.